Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: b5, h6(health effect ¿ impact code). Additional contact information: (B)(6) a getinge field service engineer (fse) found helium leak, pointed at regulator. Calibration and adjusted helium regulator. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was failing leak test. There was no patient involvement and no harm reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was failing leak test. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was failing leak test. There was no harm reported.